Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had been trending downwards for some time and had gone low out of range. There was also noise noted on the rv lead. It was noted that the patient had a left ventricular assist device (lvad) placed a few months before the impedance began trending downwards. It was suspected that the lead issues may have been related to lvad placement. No adverse patient effects were reported. This crt-d and the rv lead remain in service.